Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead a rapid response team toggled the view from leads to pads and was able to obtain the ECG signal. The zoll sales representative then had a meeting with the customer to discuss the findings. The customer was trained by the zoll sales representative on how to toggle between the leads and pads view by using the lead button. Since the device was not returned or evaluated on-site by a zoll representative, the investigation into this device is limited to the information provided by the customer and representative. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.